Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to lead dislodgement which was confirmed via x-ray. Also, patient experienced syncope. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.